Event description:
It was reported to medtronic neurosurgery that the pt was implanted with the device on (B)(6) 2015. According to the report after the operation the pt had a fever of 40 degrees celsius. It was reported the doctor did a lumbar puncture test and found pt's csf was turbid and that the pt had an infection on (B)(6) 2015. The doctor explanted the device on (B)(6) 2015 and found pt's ventricle had a bacillus infection. Reportedly, the doctor implanted a new device and the pt currently has a low grade fever.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing and sterilization records showed no anomalies.